Event description:
It was reported that the patient presented to the emergency room with worsening chest pain and dyspnea on minimal exertion. It was reported that the graftmaster stent was used to treat a perforation that occurred in the mid right coronary artery (rca) with the use of a non-abbott device. Percutaneous coronary intervention of the rca was attempted with rotablation. Following rotational atherectomy of the complex mid rca lesion a perforation was noted. Prolonged balloon inflation failed to stop the blood flow and pericardiocentesis was performed; an echocardiogram demonstrated a small pericardial effusion and pulsus paradoxus noted on the a-line with hypotension. Multiple attempts to pass a graftmaster stent delivery system (sds) were unsuccessful due to the complex anatomy. As anticoagulation was stopped due to the perforation, thrombosis of the vessel was noted. An intra-aortic balloon pump (iabp) was inserted and guide catheter, sheaths and balloon catheters were left in place. The patient was transferred emergently to surgery for coronary artery bypass grafting (CABG) of the rca. The patient underwent CABG on (B)(6) 2013. Post procedure the patient was placed on mechanical ventilation with present vent settings. There was no reported respiratory distress at the time. The patient was transferred to the subacute rehab (sar) area on (B)(6) 2013 , however, returned the same day from rehab due to environmental issues. The patient was discharged to tcc sar on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that hemorrhage and thrombosis are listed in the otw graftmaster instructions for use (IFU), as potential adverse events that may be associated with the use of jostent coronary stent graft procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.